Event description:
A report was received that the patient's ipg was not holding a charge. Analysis of the pt's database revealed premature battery depletion of the ipg. A replacement of the ipg was recommended.